Manufacturer narrative:
(B)(4). This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis (pd) therapy, which resulted in peritonitis. The breach was further described as the pd catheter was not kept covered during patient hospitalization. The patient was hospitalized for another indication and during that time, the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal fortaz (dose and frequency and duration not reported). At the time of this report, the patient had recovered and pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.